Event description:
Per the audiologist's report, the patient was in a car accident in 2006. It was unclear from the audiologist's report whether the patient sustained any head trauma. On three days later, cochlear implant programming showed no significant changes. Two weeks later, the patient reported that sound was too soft. The results of an integrity test done in late 2006, were consistent with normal device function. The patient's sound processor was reprogrammed successfully. In late 2007, the patient reportedly was not using his cochlear implant consistently. Repeat integrity tests also showed normal device function. Per the audiologist on four months later, the patient was reporting pain from the implant area that radiated down his neck and decreased auditory performance. CT scans were done (no date reported) and showed appropriate electrode array placement. The healthcare providers discussed explanation/reimplantation or implanting the contralateral ear with the patient. The patient decided to have the device explanted with no reimplantation. The device was reportedly explanted four months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.